Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons on the insulin pump were less responsive and more difficult to press. The customer¿s blood glucose was unknown. Customer also reported that the insulin pump was louder during rewinding. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened esc and act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Device primed properly. No unexpected failed battery alarm anomalies noted. Device received with stripped battery cap coin slot(p). (B)(4).